Event description:
The user facility in (B)(6) reported the drive air tubing of vitreous cutter came off during the procedure. The surgeon replaced it with another and completed the surgery. No patient injury reported.

Manufacturer narrative:
The facility will not be returning the device for evaluation. A supplemental report will be submitted if any additional information is received. The lot number was not provided; therefore the sterilization and lot history review could not be performed.